Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed and was unable to recover and multiple rows were not visible or responsive in hardware test application. The field service engineer replaced the row board cable, reseated the drawer, bus cables, and cleared the trays of debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie drawer was not opening and required maintenance. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.